Event description:
It was reported that the ventricular assist device (vad) patient was found deceased at their home.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the controller log files revealed a decrease in power consumption and estimated flows beginning on (B)(6) 2021 and three (3) low flow alarms were logged on (B)(6) 2021. Information provided by the site indicated that the ventricular assist device (vad) patient was found deceased at their home. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, death is a known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.